Manufacturer narrative:
The account stated that the mattress was not inflating properly and the patient had a pre existing wound on his right ischium that was almost healed, but has now progressed into a stage 3 wound. The patient stated that he is receiving the same daily wound dressing changes, but more frequently due to the extra leakage. A stage 3 pressure ulcer meets the criteria for a serious injury per FDA definition. Development of pressure ulcers is multi-factorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, micro-climate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, re-positioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The hill-rom technician evaluated the mattress and blower and found the hose connections were clogged due to nicotine build up. He also found some of the hose connections were broken and unable to connect due to the damaged sustained from the account moving the unit from room to room. The blower unit was also showing a pneumatic error 3 due to the air loss. It is necessary for the p500 to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the air filter for cleanliness. Clean or replace as necessary. Make sure the hose, hose connectors, hose receptacles, and end covers are not damaged (no kinks, cracks, holes, broken parts, etc.) Replace or repair as necessary. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the patient stating his pre existing wound was almost healed and now it has gotten worse. The blower and mattress are located at the patients home. This report was filed in our complaint handling system as complaint #(B)(4).